Event description:
There was a symptom which implied shunt blockage, thus, hcp tried to check the shunt and found out it was clogged with biological debris so the hcp has replaced it with another one.

Manufacturer narrative:
Upon completion of the investigation, it was noted that the position of the cam when valve was received was 30mmh2o. The valve was visually inspected, the valve was returned with the proximal connector missing. It was not possible to attach a connector as there is not enough silicone to hold the connector in place. Due to the damaged silicon it was not possible to irrigate the valve. The siphon guard was irrigated with purified water, no occlusion was noted. Due to the damaged silicone housing it was not possible to leak test the valve. The valve was tested for programming. The valve failed the test, during the programming process, the cam mechanism did not move. Due to the damaged silicone housing, it was not possible to pressure test the valve at 30mmh2o. The valve was dismantled and was examined under microscope at appropriate magnification: biological debris was found on the spring, on the spring pillar, on the ruby ball, on the seat of the ruby ball, on the cam mechanism, on the cam mechanism pillar, and on the base plate. The cam magnets were also controlled. The magnets were ok. Review of the history device records confirmed the valve product code 82-3113, with lot cjhctc, conformed to the specifications when released to stock on the 21st july 2008. The root cause of the programming problem is due to biological debris found on the spring, on the spring pillar, on the ruby ball, on the seat of the ruby ball, on the cam mechanism, on the cam mechanism pillar, and on the base plate. The root cause of the missing proximal connector could be due to human error, but this could not be determined. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time, this complaint is closed.

Manufacturer narrative:
(B)(4). Upon completion of the investigation, a follow up report will be filed.